Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient's mother stated on (B)(6) 2021 at around 10:00am, the cgm was 50 ¿ 60 points different (higher) than the bg. The patient experienced a seizure and was given glucagon by his mother. The patient was taken to the hospital, evaluated, given juice, and was released later that day. The cgm and bg values were not provided; however, the patient¿s parent stated that his bg may have been 40 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.